Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus but did not consume food. Customer's blood glucose (bg) lowered to 52 mg/dl. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.